Event description:
Adverse event(s) "corneal opacification" (corneal haze). Product problems(s). "Pressure issues within the system" (device issue). A nurse reported surgeon's concerns regarding a corneal opacification which had occurred over a month ago. The surgeon reported, the event occurred, possibly due to pressure issues within the system. Additional information was requested, however, the nurse reported, she does not have anymore information and would not be able to provide any further information.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).